Manufacturer narrative:
The exact implant date is unknown; stated to be on or about (B)(6) 2011. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to shortness of breath, numbness in the extremities, impaired cognitive function, back pain, recurrent post-implant pulmonary embolisms and ivc perforation. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Shortness of breath, numbness in the extremities, impaired cognitive function and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: shortness of breath, numbness in the extremities, impaired cognitive function, and back pain and recurrent post-implant pulmonary embolisms with perforation of vena cava wall. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Event description:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis, pulmonary embolus, shortness of breath and anemia that has required transfusions. The filter was deployed via the patient's right internal jugular. The patient tolerated the procedure well.   Additional information received per the patient profile form (ppf) states that the patient experienced strut facture, tilt, filter embedded in wall of the ivc and the patient was diagnosed with multiple post-implant pulmonary embolism. It was noted that a filter strut has fractured on one end, but was still connected to the filter on the other end. The patient has also experienced back pain, abdominal pain, chest pain, swelling, worry, fear and mental anguish. The ppf states that there has been no attempt to remove the filter and the filter remains embedded. However, the form also states that the fractured filter struts have been removed.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes dvt, pe, shortness of breath and anemia that has required transfusions. The filter was deployed via the patient¿s right internal jugular. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages including, but not limited to shortness of breath, numbness in the extremities, impaired cognitive function, and back pain and recurrent post-implant pulmonary embolisms with perforation of ivc. Per the patient profile form (ppf), the patient reports strut facture, tilt, filter embedded in wall of the ivc and multiple post-implant pulmonary embolism. It was noted that a filter strut has fractured on one end but was still connected to the filter on the other end. The patient has also experienced back pain, abdominal pain, chest pain, swelling, worry, fear and mental anguish. The ppf states that there has been no attempt to remove the filter and the filter remains embedded. However, the form also states that the fractured filter struts have been removed. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Shortness of breath, numbness, impaired cognitive function, back pain, do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section d1 - the initial legal brief states that the device implanted was an optease filter. The patient profile form (ppf) states that the implanted device was a trapease filter.